Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the telemetry wand was placed the pulse generator exhibited no output and the patient seized. When the wand was removed the pulse generator paced at 70 beats per minute in vvi.